Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their endocrinologist stated that their insulin pump was over delivering insulin. Customer stated that he had a large breakfast and ate 3 chocolate bars, and his blood glucose value was now 6mmol/l and was 21mmol/l yesterday morning ((B)(6)), but then it went down to 2mmol/l by noon. Customer had consulted with his endocrinologist and adjusted his basal rates down. The customer¿s blood glucose level was 108 mg/dl at the time of the incident. The customer was having large meals but still ending up with lows. Troubleshooting was completed but did not resolve the issue. The customer had a low of 36 mg/dl the previous day. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08695 inches. No possible over delivery anomaly noted. (B)(4).